Event description:
A registered nurse (rn) contacted global technical service (gts) to report that a tina hemodialysis machine had a blood leak alarm during patient therapy. There was patient involvement, but no injury or medical intervention reported. A call was placed to the facility. The rn stated, the patient was able to complete therapy on another machine. The rn stated, the patient was doing fine since the event and there were no further issues.

Manufacturer narrative:
(B)(4). The reported problem of blood leak alarm was not confirmed during review of the device history record. No issues were identified that may have caused or contributed to the blood leak alarm. Review of the service dates and activities revealed the previous return of the device was not for the reported problem. The reported problem was not confirmed, the assignable cause was not determined.

Manufacturer narrative:
(B)(4). A field service engineer (fse) went to the facility to evaluate the device. Should additional information become available, a follow up MDR will be sent.